Event description:
It was reported by a healthcare professional that a female patient with a history of hypertension and renal function (pending clarification) underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of a basilar tip aneurysm on (B)(6) 2021 and presented to the hospital on (B)(6) 2022 complaining of right facial numbness. Magnetic resonance imaging (MRI) showed that a coil loop (brand/manufacturer not specified) was protruding through the right leaflet of the pulserider anrd into the parent vessel. The patient is being monitored on an outpatient basis; she is currently on single antiplatelet therapy (sapt). Neither hospitalization nor retreatment has been planned. Per the treating physician, the relationship of the devices and/or procedure to the event cannot be disassociated. The cause of the coil deviation was believed to be that the coil (brand/manufacturer not specified) was ¿not tightly wound due to detachment after insertion of the coil with slight force at the time of embolization¿. ¿since the coil slightly deviated from the complaint pulserider leaf to the left [posterior cerebral artery] pca side, the left pca was poorly visualized on MRI, which might be the cause.¿ the physician deemed the event as non-serious because the patient has visited the hospital regularly and ¿there was no problem in the living level¿. It was reported that the pulserider 8t, 2.7 ¿ 3.5mm anrd (201d/unknown lot number) was used as per the instructions for use (IFU). Continuous flush was maintained. Concomitant devices included a gt guidewire (terumo). Pulserider implantation and coil embolization were allegedly performed without incident. After placing a prowler select plus microcatheter (unknown product code & lot number) at the aneurysm neck, the complaint pulserider anrd was deployed. Four detachable coils (brand/manufacturer not specified) were used after external placement and the procedure was completed. No peri-procedural complications were reported. The patient was followed-up with dual antiplatelet therapy (dapt) from (B)(6) to (B)(6) 2021 and switched to sapt in (B)(6) 2021. The pulserider complaint device remains implanted and is thus not available for evaluation. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event ¿ (B)(6) 2022. The product lot number was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a female patient with a history of hypertension and renal function (pending clarification) underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of a basilar tip aneurysm on (B)(6) 2021 and presented to the hospital on (B)(6) 2022 complaining of right facial numbness. Magnetic resonance imaging (MRI) showed that a coil loop (brand/manufacturer not specified) was protruding through the right leaflet of the pulserider anrd into the parent vessel. The patient is being monitored on an outpatient basis; she is currently on single antiplatelet therapy (sapt). Neither hospitalization nor retreatment has been planned. Per the treating physician, the relationship of the devices and/or procedure to the event cannot be disassociated. The cause of the coil deviation was believed to be that the coil (brand/manufacturer not specified) was ¿not tightly wound due to detachment after insertion of the coil with slight force at the time of embolization¿. ¿since the coil slightly deviated from the complaint pulserider leaf to the left [posterior cerebral artery] pca side, the left pca was poorly visualized on MRI, which might be the cause.¿ the physician deemed the event as non-serious because the patient has visited the hospital regularly and ¿there was no problem in the living level¿. It was reported that the pulserider 8t, 2.7 ¿ 3.5mm anrd (201d/unknown lot number) was used as per the instructions for use (IFU). Continuous flush was maintained. Concomitant devices included a gt guidewire (terumo). Pulserider implantation and coil embolization were allegedly performed without incident. After placing a prowler select plus microcatheter (unknown product code & lot number) at the aneurysm neck, the complaint pulserider anrd was deployed. Four detachable coils (brand/manufacturer not specified) were used after external placement and the procedure was completed. No peri-procedural complications were reported. The patient was followed-up with dual antiplatelet therapy (dapt) from july to october 2021 and switched to sapt in october 2021. The pulserider complaint device remains implanted and is thus not available for evaluation. No further information was provided at the time of complaint initiation. The device remains implanted; therefore, no further investigation can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Coil migration, herniation or prolapsed into normal vessels through or around device, thrombosis, and hypoesthesia (numbness) are known potential adverse events associated with the use of the pulserider anrd in the intracranial arteries and are listed in the IFU as such. Based on the information provided, it appears that the pulserider anrd failed to maintain the coils within the confines of the target aneurysm which ultimately led to thrombus formation/ischemia with subsequent hypoesthesia. The actual severity of the event is not clear from the information provided, and the relationship of the pulserider to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is being submitted as a correction. An analysis of the production records was not performed as the lot number was not provided. Please update your files to reflect that investigation code b14 (analysis of production records) is not applicable.